Event description:
Blood glucose tests were performed on a patient and the results were "hi" and "hi". A lab test was done and the result was 102 mg/dl. The customer believes the issue is with the operator or patient. Controls were stated to be in range. A request was made for the return of the suspect device. The customer refused replacement product.